Event description:
I was informed to order a breast pump through (B)(4). The pump is continuing to cause pain and shouldn't be used in my opinion as well as professional opinions. I was receiving severe pain while using this product. I contacted the company and ins., I was told there was nothing I can do. I would like this product to be taken off the market or make other mother's aware of the side effects. But, I was informed by rn this is not a good product.